Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of valve. Leak test and microscopic analysis was performed which identified: crease folds, wear abrasion, orange particles and delamination total adhesive. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) the reason for reoperation was deflation.

Event description:
Device has been explanted.